Event description:
It has been reported to co that the balloon of this device leaked during prep. There was no pt involvement. The device is being returned for analysis.

Manufacturer narrative:
Device history recorded review performed.